Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During the device replacement procedure for normal elective replacement indicator (eri), a competitor atrial lead was being replaced, but the setscrew was impossible to unscrew on the atrial port on the device header. The device header was broken by a clamp in order to remove the atrial lead. The procedure was completed and the patient was stable with no consequences.